Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they felt like the device was poking out, was uncomfortable, and they felt that they no longer needed the device. On (B)(6) 2026, the patient was seen and also reported that it felt like the device had shifted and it started to shock them, so they turned it off. They said that they were having incontinence prior to shutting the device off but surprisingly since shutting it off all those symptoms had resolved. It had a causal relationship to the device or therapy and not related to the implant procedure. The device was explanted on (B)(6) 2026 and the issue was resolved without sequelae.